Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a cause for the reported detachment of device component. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during device preparation of the emboshield nav6 embolic protection device, while loading the filter into the delivery catheter (dc) pod, the filter broke off. No resistance was noted during loading. The device was not used and there was no patient involvement. No additional information was provided.